Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to disconnect and test tubing and cartridge with manual boluses and changed supplies, but the issue was not resolved. Technical support arranged for a replacement pump, and the customer reverted to an alternate method of insulin therapy.